Event description:
The customer is new to insulin pump therapy, and called for assistance regarding high and low blood glucose. The customer later called to report that during her training, she experienced high blood glucose levels, dizziness, blurry vision, nausea, excessive thirst and seizures. The customer's trainer called the paramedics for assistance, and she was taken to the emergency room. The customer stated that she's also epileptic. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.